Manufacturer narrative:
Batch review performed on 3 september 2019: lot 187249: (B)(6) items manufactured and released on 20-dec-2018. Expiration date: 2023-12-06. No anomalies found related to the problem. To date, (B)(6) items of the same lot have been already sold without any other similar reported event.

Event description:
Revision surgery performed 6 months after the primary due to a knee infection (the pathogen is unknown). On the (B)(6) 2019 we were informed of this revision planned and performed on the (B)(6) 2019. The surgeon revised successfully the inlay.